Manufacturer narrative:
This report is submitted on 11 mar 2021.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site, and subsequently was treated with antibiotics.